Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hsg on (B)(6) 2017 (as written) right essure coil in good location wlth occlusion. Left essure coil low and not much within the tube and more in cornua of uterus but there was occlusion and no dye beyond the coil. Concurrent conditions included uterine dilation and curettage since 2014, polypectomy since 2014, anxiety, irregular periods, back pain, morbid obesity, leiomyoma nos and uterus enlarged. Concomitant products included naproxen for back pain, ibuprofen for pelvic pain female as well as fluoxetine hydrochloride (prozac) from 2013 to 2014. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar"), depression ("psychological or psychiatric problems condition: depression"), mood altered ("psychological or psychiatric problems condition: mood changes"), irritability ("psychological or psychiatric problems condition: irritability") and anger ("psychological or psychiatric problems condition: anger") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / vaginal pain during intercourse"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("painful periods"). On (B)(6) 2017, the patient experienced cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced polyp ("polyps"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy / ablation). Essure was removed on (B)(6) 2017. At the time of the report, the vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the bipolar disorder, depression, mood altered, irritability, anger, fatigue, weight increased, menometrorrhagia, polyp, cyst, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered anger, bipolar disorder, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, irritability, menometrorrhagia, menorrhagia, mood altered, polyp, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left essure coil low and not much within the tube and more in cornua of uterus; however, there was occlusion and no dye beyond the coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilaterally occluded fallopian tubes. X-ray - on (B)(6) 2013: bilaterally occluded fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mood swings, irritability, anger, menometrorrhagia, menorrhagia. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Event per pfs: painful periods and onset date of events were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and bipolar disorder ('psychological or psychiatric problems condition: bipolar') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hsg on (B)(6) 2017 (as written) right essure coil in good location wlth occlusion. Left essure coil low and not much within the tube and more in cornua of uterus but there was occlusion and no dye beyond the coil. Concurrent conditions included uterine dilation and curettage since 2014, polypectomy since 2014, anxiety, irregular periods, back pain, morbid obesity, leiomyoma nos and uterus enlarged. Concomitant products included naproxen for back pain, ibuprofen for pelvic pain female as well as fluoxetine hydrochloride (prozac) from 2013 to 2014. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain") and experienced cyst ("cysts") and dyspareunia ("dyspareunia (painful sexual intercourse) / vaginal pain during intercourse"). In 2014, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), mood altered ("psychological or psychiatric problems condition: mood changes"), irritability ("psychological or psychiatric problems condition: irritability"), anger ("psychological or psychiatric problems condition: anger") and fatigue ("fatigue"). In 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia") and polyp ("polyps"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy / ablation). Essure was removed on (B)(6) 2017. At the time of the report, the vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the bipolar disorder, depression, mood altered, irritability, anger, fatigue, weight increased, menometrorrhagia, polyp, cyst and uterine leiomyoma outcome was unknown. The reporter considered anger, bipolar disorder, cyst, depression, dyspareunia, fatigue, irritability, menometrorrhagia, menorrhagia, mood altered, polyp, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left essure coil low and not much within the tube and more in cornua of uterus; however, there was occlusion and no dye beyond the coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilaterally occluded fallopian tubes.. X-ray - on (B)(6) 2013: bilaterally occluded fallopian tubes.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mood swings, irritability, anger, menometrorrhagia, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event fibroids added. Fu 2 and fu 3 process together. On (B)(6) 2019: fu 2 and fu 3 process together. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)") and bipolar disorder ("psychological or psychiatric problems condition: bipolar") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hsg on (B)(6) 2017 (as written) right essure coil in good location wlth occlusion. Left essure coil low and not much within the tube and more in cornua of uterus but there was occlusion and no dye beyond the coil. Concurrent conditions included anxiety, irregular periods, uterine dilation and curettage since 2014, polypectomy since 2014, back pain, morbid obesity, leiomyoma nos and uterus enlarged. Concomitant products included naproxen for back pain, ibuprofen for pelvic pain female as well as fluoxetine hydrochloride (prozac) from 2013 to 2014. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain") and experienced cyst ("cysts") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), mood altered ("psychological or psychiatric problems condition: mood changes"), irritability ("psychological or psychiatric problems condition: irritability"), anger ("psychological or psychiatric problems condition: anger") and fatigue ("fatigue"). In 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia") and polyp ("polyps"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the bipolar disorder, depression, mood altered, irritability, anger, fatigue, weight increased, menometrorrhagia, polyp and cyst outcome was unknown. The reporter considered anger, bipolar disorder, cyst, depression, dyspareunia, fatigue, irritability, menometrorrhagia, menorrhagia, mood altered, polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left essure coil low and not much within the tube and more in cornua of uterus; however, there was occlusion and no dye beyond the coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilaterally occluded fallopian tubes. X-ray - on (B)(6) 2013: bilaterally occluded fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mood swings, irritability, anger, menometrorrhagia, menorrhagia. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr were received: events: abnormal bleeding (vaginal, menorrhagia), bipolar, depression, mood changes, irritability, anger, fatigue, weight gain, menometrorrhagia, polyps, cysts, dyspareunia were added. Essure removal date and surgeries were added. Event onset date and outcome were updated. Lab data were added. Concomitant drugs and conditions were added. Essure insertion date was updated. Reporters were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.